Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
Pre-op diagnosis: hardware removal procedure: removal of crosslink it was reported that on (B)(6) 2015, intra-op, surgeon was trying to remove a crosslink and the tip of the driver sheared off. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product analysis: macroscopic examination confirms driver tip has been broken off, and not returned for analysis. Microscopic examination of fracture surface identified a quasi-brittle fracture that appears to have initiated at the base of the hex, with river lines, shear lip, and no indication of fatigue or torsional overload. The location and angle of the fracture, surface morphology, nature of the thread damage, and the absence of evidence of torsion suggest failure due to bend stress overload.